Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips loaded one side earlier than the other. Then the clips were sideways and the device jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.